Manufacturer narrative:
The lead remains in service for atrial tracking as sensing measurements were acceptable. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at the implant procedure, this right atrial (ra) lead exhibited high out of range pacing impedance measurements and loss of capture. No adverse patient effects were reported.